Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All supplied information has been reviewed and we have not been able to confirm the complaint. The instruction for use details how improper skin preparation or failure to use a skin prep product on the wound area may result in loss of adherence. It also contains information on alarm conditions, outlining how the device may not alarm in a situation where negative pressure is not being delivered to the wound. This could be due to occlusions in the soft port or device tubing. The device also cannot detect pooling of exudate within wound filler, which may cause maceration. The instructions for use state how reliance on alarms should not be considered an alternative to frequently checking the wound during treatment. Medical review concluded, a procedural variance cannot be ruled out as a contributing factor to the reported event, which does not represent a device malfunction. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. No further medical assessment is warranted at this time. A documentation review has been conducted, confirming previous complaints of this nature. No historical escalations or manufacturing problems were observed. A review of the device history confirmed that no manufacturing problems where observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during npwt, utilizing a renasys f medium w/soft port had partially peeled film; therefore, not promoting complete exudation, device did not alarm, presence of significant maceration peri injury and accumulation of secretion between the foam layers in the wound bed. The procedure was completed without delay using a s+n back up device. Patient was not harmed.